Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue identified. The philips field safety engineer (fse) inspected the system onsite and confirmed that hdd drive for host pc is not powering on because the hard drive power button is not engaged, preventing the host pc from booting up. The engineer reassembled the bay of hdd drive and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device won't boot up. It is unknown if the device was inside clinical use at the time of the event. No patient harm was reported.